Event description:
It was reported that the patient had their device pocket revised on (B)(6) 2013. It was noted that the patient had trouble with the device in the back because she had a lot of pain from back surgery. The patient reportedly had several minor surgeries. It was further noted that the patient¿s health care provider decided to move the device to the front.

Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n308038, implanted: (B)(6) 2011. Product type: screening device: product ID 3550-39, lot# n305892, implanted: (B)(6) 2011. Product type: accessory: product ID 37092, lot# 298480001, implanted: (B)(6) 2011. Product type: accessory: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3550-p4, lot# n301443, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-54, lot# unknown. Product type: accessory. (B)(4).